Event description:
Initial result for a pt calcium was 6.0 mg/dl. When repeated, the result was 7.9 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found the s1b syringe was worn out and repaired the instrument by replacing the syringe.